Event description:
A site representative reported that, while in a spine procedure, a spine clamp was damaged. It was stated that the clamp broke when the surgeon was removing it from the spinous process at the end of the procedure; the screw and the clamping side of the alligator clamp broke. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not provided by the site representative reporting. Return requested. Replacement thoracic clamp shipped to site 10/29/2014. No parts have been returned to manufacturer for analysis.